Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 400 mg/dl with polydypsia, nausea and unspecified ketones associated with a motor noise issue. It was reported that the motor was making a grinding noise. This malfunction is being ruled out based on the following: the alleged malfunction is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump¿s insulin delivery functions. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The issue is not likely to cause an adverse event.reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.